Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock leaked. The customer's blood glucose (bg) level went over 600 mg/dl. The bg level was addressed with a bolus via the pump and a manual correction injection. The customer indicated that the issue was resolved by applying a new infusion set; customer was successfully able to resume insulin therapy.